Event description:
Caller reported that the battery of the t: slim x2 pump would not charge. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed to attempt different charging solutions, but none resolved the issue. As a corrective action, cts decided to replace the pump and informed the caller about the process, including using mdi as backup therapy. A replacement pump with updated software was sent.